Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/19/2013 with the following findings: the black box history was unable to be downloaded due the pump not powering up. The battery compartment was found to be cracked. Unrelated to the complaint, the display lens was found to be leaking during a leak test and the display lens was found to be cracked. The pump was opened and moisture corrosion was found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated he was snorkeling and when he came out of the water, he discovered that the pump was completely off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.